Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a consumer who was receiving bupivacaine [15.2 mg/ml] at a dose of 5.991 mg/day and dilaudid [4 mg/ml] at a dose of 1.9706 mg/day via an implantable pump for non-malignant pain and arachnoiditis. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the patient did not recently have a magnetic resonance imaging (MRI) procedure done. It was indicated that the alarm occurred on (B)(6) 2017 and that the event log reported motor stall occurred and that it was active. It was confirmed that there were no sources of magnetic or electromagnetic interference present. It was noted that the hcp would look at replacing the pump but did not think that it would occur in the next week. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from the hcp on 2017-feb-25. It was reported that an alarm was heard but telemetry was not yet performed and was believed that the pump was alarming due to a motor stall because it had a previous stall. It was indicated that the hcp had silenced the alarm but the pump was alarming again on (B)(6) 2017. It was reviewed that the pump could only disable an alarm that was occurring and not a future alarm and that the pump could have recovered and then stalled again and that caused a new alarm to occur. It was noted that the physician would follow-up with the patient. No symptoms were reported. The pump was now delivering bupivacaine [15.2 mg/ml] at minimum rate at the time of the report. On (B)(6) 2017 the hcp called for the pump off passcode and the pump off form was emailed per the hcp¿s request. The hcp completed the authorization for pump off password form and sent it to the manufacturer. It was indicated that they did not plan on explanting the pump at this time. It was also noted that they did not plan on programming the pump to off state until monday (B)(6) 2017 or a later date. On (B)(6) 2017 the hcp requested the pump off code.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2017. It was indicated that the cause of the motor stall was not determined. It was reported that the pump was turned to off and the patient was converted to an oral analgesic regimen with a plan to wean the opioids slowly. Pump event logs and clinic notes were included with the report. The following was reported in the clinic notes final report: it was indicated that the patient was a (B)(6) years old. The patient was last seen on (B)(6) 2017 for a pump refill. At that time, the patient endorsed stable pain control on setting of it hydromorphone at a dose of 1.97 mg/day and bupivacaine at a dose of 5.991 mg/day. It was noted that the patient was demonstrating larger discrepancies with recent refills but there were no issues during the refill. The patient was also taking a stable oral regimen of oxycodone 40 mg every eight hours. Since the patient¿s last visit they noted that the night before while up using the bathroom they noted an alarm coming from the pump. It was indicated that the patient denied any prior history of this or any trauma related to the pump. That morning the patient contacted the clinic describing the alarm and was instructed to come to the clinic so that the pump could be evaluated. Upon arrival the patient endorsed some dizziness, nausea, and muscle aches that day. The patient had also taken oxycodone 40 mg that morning. The pump was interrogated and the log revealed a motor stall which occurred on (B)(6) 2017 at 00:47, which coincided with the patient¿s history of alarm. No evidence of a motor stall recovery was noted on interrogation. It was noted that the pain pump interrogation details included dilaudid [5 mg/ml] at a dose of 1.9706 mg/day, bupivacaine [15.2 mg/ml] at a dose of 5.991 mg/day, and the low reservoir alarm date was (B)(6) 2017. The morphine equivalents based on hydromorphone were calculated to be 738.75 oral morphine sulfate which was equal to 492.5 oral oxycodone not including the patient¿s pre-existing oral oxycodone of 120 mg daily. It was reported that a motor stall that did not state ¿motor stall recovery occurred¿ could not be rescued and would need replacement. It was recommended that they try to place the motor on a minimal rate and turn off alarms and that they pump be sent to the manufacturer if it ended up being explanted. It was indicated that in the meantime the patient would be admitted for oral opioid replacement and to monitor for signs and symptoms of withdrawal. The patient¿s new pain regimen would be oxy 40 every three hours when necessary, clonidine patch 0.1mg/24 hours, tizanidine two mg every eight hours scheduled, gabapentin 600 mg three times per day, and paracetamol (acetaminophen) (apap) 850 every six hours. It was noted that medicine service would be primary and attending physician statement(aps)/chronic pain would be immediately available and write pain medication orders. As far as intrathecal placement versus leaving in place and maintaining oral replacement, there was some question about how beneficial the pump was to the patient¿s overall pain. They would have to evaluate the patient¿s response to and tolerance of the oral regimen daily before making a final decision. It was noted that the patient was also anticoagulated on warfarin. The plans were reported as to change the pump to minimal rate and stop alarms, admit to medicine given multiple co-morbidities and anticipated withdrawal, and the aps/chronic pain would write pain orders and be immediately available. The pain pump reprogramming details although it still appeared to be stalled included dilaudid [5 mg/ml] at a dose of 0.0312 mg/day and bupivacaine [15.2 mg/ml] at a dose of 0.095 mg/day. A complete review of systems was reviewed and all other systems were found negative. The vital signs were recorded as a height of (B)(6) centimeters as of (B)(6) 2016, a weight of (B)(6) kg as of (B)(6) 2017 (noted to previously be (B)(6) kg as of (B)(6) 2016), a blood pressure of 178/45 on (B)(6) 2017 and later re-checked at 150/70, the peripheral pulse rate was 54 on (B)(6) 2017 that was re-checked later at 51, and the oxygen saturation level was 91% and re-checked later to be at 94%. The physical exam findings included alert and oriented x 3, no abnormality detected, non-labored respirations, no cyanosis, clubbing, edema, the patient had a small wound on the right shin that was weeping serous fluid, no erythema, edema, or tenderness, the patient¿s gait had limited mobility and use of a walker, the patient could move all four extremities on their own, their sensation was grossly intact, and it was noted that the intrathecal pump site was located in the lower left quadrant that had a well healed scar and no evidence of erythema or fluctuance. The patient¿s medical history included ¿a complicated past medical history¿ remarkable for high-risk vascular disease with coronary atherosclerosis, chf (congestive heart failure), cad (coronary artery disease) status post nstemi (non-st segment elevation myocardial infarction), pvd (peripheral vascular disease), dvt (deep vein thrombosis) on ac (anticoagulation), bph (benign prostatic hyperplasia) with urinary obstruction from 2011, obstructive sleep apnea (osa) syndrome, idiopathic peripheral neuropathy not otherwise specified from 2009, and polyarticular arthritis status post right total knee replacement. The patient had a history of a c3-4 fusion and six lumbar surgeries (last 1994) status post paddle spinal cord stimulation implant ((B)(6) 2010) and a hydromorphone and bupivacaine intrathecal (it) pump placement in 2010. It also included corneal center thickness from 2005, chronic angle-closure glaucoma, pigmentary glaucoma, basal cell carcinoma of nose from 2011 for which the patient was seeing a dermatologist, chronic back and knee pain, depression, unspecified dysphagia from 2013, impaired fasting glucose from 2006, long term current use of opiate analgesic, myopic astigmatism of both eyes, peripheral neuropathy, posterior capsular opacification visually significant of the left eye, pseudogout of the knee from 2012, pseudophakia, psoriasis vulgaris, status post carpal tunnel release, stiffness of right hand joint, and vitamin b12 deficiency from 2011. The patient¿s allergies included skin side effect to celebrex, burn side effect to topical iodine, nausea side effect to naprosyn, a flushing prickly skin sensation side effect to niacin, and muscle weakness side effect to statins. The above medical history and allergies were all indicated to be active. The patient¿s concomitant medications included silver sulfadiazine 1% topical cream applied topically twice daily as needed for rash in the groin/buttocks areas for which the patient would get the 50 g jar as it worked better and lasted five to six weeks starting (B)(6) 2016, voltaren (diclofenac) 1% topical gel applied topically four times daily as needed for pain starting on (B)(6) 2016, calcitonin 200 international units nasal spray at a dose of one spray daily with alternating nostrils daily starting (B)(6) 2016, tizanidine two mg oral tablet at a dose of one oral tablet every eight hours as needed for muscle spasms starting (B)(6) 2016, (r) trazodone 100 mg oral tablet at a dose of two tablets orally every bedtime starting (B)(6) 2016, warfarin six mg oral tablet at a dose of one to one and a half tablets orally daily or as directed by the provider starting on (B)(6) 2016, lisinopril five mg tablet at a dose of one tablet oral daily starting on (B)(6) 2016, metoprolol tartrate 25 mg oral tablet at a dose of one table orally twice daily starting on (B)(6) 2016, nitroglycerin 0.4 mg sublingual tablet at a dose of one tablet sublingual every five minutes for three doses as need for chest pain and not to exceed three doses in 15 minutes starting on (B)(6) 2016, furosemide 20 mg oral tablet at a dose of one tablet orally every morning starting on (B)(6) 2016, (r) oxycodone 20 mg oral tablet at a dose of two tablets orally every eight hours starting on (B)(6) 2017 and starting on (B)(6) 2017 for 28 days, ferrous sulfate 325 mg (65 mg elemental iron) oral delayed released tablet at a dose of one tablet orally daily starting on (B)(6) 2017, venlafaxine 50 mg oral tablet at a dose of one tablet oral twice daily starting (B)(6) 2017, gabapentin 300 mg oral capsule at a dose of two capsules orally three times daily starting (B)(6) 2017, (r) omeprazole 20 mg oral delayed release capsule at a dose of two capsules orally daily for 90 days starting (B)(6) 2017, acetaminophen 325 mg oral three times daily as needed for headaches but not to exceed 3000 mg/day starting (B)(6) 2014, miralax oral powder for reconstitution (polyethylene glycol 3380) at a dose of 17g orally daily by dissolving in water before taking starting (B)(6) 2016, and sonna 8.5 mg oral tablet at a dose of two tablets orally every bedtime as needed for constipation starting (B)(6) 2016. The patient¿s social history included no alcohol use, was a retired truck driver, lived alone, had a walker/cane, wheelchair and felt unsafe at home with risks in environment, and used public transportation. The patient had no history of substance use and was a former smoker. The patient¿s family history included a deceased mother who had attention deficit disorder and a deceased father who had diabetes mellitus and high blood pressure. The patient¿s procedure history included repair of the left ruptured musculotendinous cuff (rotator cuff) open with chronic subacromial decompression (sad) and distal clavicle resection (dcr) (B)(6) 2011, extracapsular cataract removal with insertion of intraocular lens/right eye (B)(6) 2014, upper gastrointestinal endoscopy including esophagus, stomach, and either the duodenum and/or jejunum as appropriate with biopsy single or multiple (B)(6) 2013, discectomy anterior with decompression of spinal cord and/or nerve roots including osteophytectomy cervical, each additional interspace (B)(6) 2008, colon polyp repeat colonoscopy on (B)(6) 2006 and (B)(6) 2011, laminectomy for implantation of neurostimulator electrodes, plate/paddle, epidural, iridotomy/iridectomy by laser surgery, argon laser peripheral iridoplasty on the left eye (B)(6) 2005, right rotator cuff repair (B)(6) 1995, patella excision right knee (B)(6) 1980, and neuroplasty and transposition of the median nerve for carpal tunnel of the right (B)(6) 2015. The pump event logs that were examined on (B)(6) 2017 at 12:45 showed the pump status was motor stall occurred, and that the motor stall occurred on (B)(6) 2017 at 00:47. The infusion mode at the time was simple continuous. The pump logs examined on (B)(6) 2017 at 13:29 showed the updated programming of the dilaudid and bupivacaine to minimum rate infusion mode as reported in the clinic noted. It was also again reported that the patient was admitted for oral replacement and to monitor for withdrawal on (B)(6) 2017 on the date of the motor stall. The pump was again examined on (B)(6) 2017 at 08:39 and showed that motor stall recovery occurred on (B)(6) 2017 at 00:19. When the pump event logs were again examined on (B)(6) 2017, it showed that a motor stall again occurred on (B)(6) 2017. No further complications were reported.